Event description:
Per the clinic, the device was explanted (date not reported). It is unknown if there are plans to replace the fixture as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct catalog number is 90430; not 90432 as previously reported.this report is filed (B)(4) 2013.